Event description:
The patient underwent vns generator replacement surgery. During attempts at product return, it was revealed that the facility, historically, discards explanted devices during surgery.

Event description:
It was reported that the patient was likely referred for vns generator replacement surgery. Additional tablet data was received from the physician's office and the observed discrepancy between the diagaccumconsumed values and the battery voltages was an indication that the battery was depleting faster than expected. Impedance was within the normal limits throughout the available programming history. There was no evidence that an electrocautery tool came into contact with the device at implant. It appeared that the cause of the premature battery depletion was related to the manufacturing process of the generator.

Event description:
It was reported that the patient was referred for vns replacement surgery. No relevant surgery is known to have occurred to date.

Event description:
It was reported that the patient's vns was being closely monitored as on the low side of green on the battery indicator and that the generator was present on the list of vns generators with possible early battery depletion. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. No additional relevant information has been received to date.